Event description:
It was reported that during the attempted implant of this transcatheter bioprosthetic valve in a patient with calcified anatomy, following initial deployment, the valve was recaptured due to a shallow position and under-expansion. Upon recapture at a depth of 3 mm, an infold was observed in the valve frame. Per the physician, the infold was caused by significant calcification and the aortic root angle. Subsequently, the valve was recaptured and withdrawn from the patient. A new valve was loaded into a new delivery catheter system and successfully implanted in the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012606113); product type: 0195-heart valves; implant date; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: one static image was provided for review. The patient¿s executive summary was not provided for anatomical review. However, it was reported that the patient¿s anatomy was significantly calcified. Fluoroscopic valve load inspection was not provided for review thus it is not possible to validate a good load. It was reported that the valve was recaptured due to a shallow implant, and during the second deployment attempt an infold occurred. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. It was reported that a new valve was used. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.